Event description:
It was reported that a patient experienced a variety of symptoms after placement of a temporary crown using irm. During placement, the patient complained of a strong clove taste in the mouth and a burning sensation on the cheek. The burning sensation diminished after an assistant wiped the area, though the clove taste was still reportedly strong after returning home. During the night of the procedure, the patient reported severe pain on top of the head. The following morning the patient reported experiencing a spinning sensation. A sick feeling, and nausea upon standing, with heaviness and numbness in the left arm and leg and tingling in the left fingers and toes. The patient had experienced pain in the left arm prior to this event, though testing had ruled out a heart-related condition. The patient consulted a physician the day following the procedure and was admitted to hosp. Testing performed during the the two-day stay ruled out such conditions as stroke, aneurysm, and heart attack, the hospital staff did not feel they could link the symptoms to the product. The heavy sensation and tingling disappeared during the stay.

Manufacturer narrative:
Due to the "strong clove taste," the complainant suspected that the dental assistant "dipped the cotton in the clove liquid" prior to placing it in the mouth. There is no evidence that the cotton rolls used in the procedure were soaked in irm liquid, and this would not be typical when using cotton rolls ["cylindrical cotton ball"] for isolation. It appears that, the assistant wiped the cheek when the complainant noted "burning," which successfully decreased the sensation. It is unk with what the cheek was wiped. Irm is not indicated as a crown cement. It is likely that the off-label use of irm as a cement required the assistance to deviate from the dfu mixing instructions, adding excess eugenol-containing liquid to create a workable cement consistency. The excessive liquid/powder ratio likely accounts for the strong "clove" taste associated with eugenol. The dfu also contraindicates use in conjunction with resin-based materials (which would include protemp temporary crown material) due to potential softening. It is unlikely that this potential interaction contributed to the complainant's alleged reaction. More likely, it is the presence of the eugenol itself that caused the reaction. It is unk whether irm mixed to the correct ratio and used in an appropriate indication would have elicited a similar reaction in this patient. While it is not definitively known if the irm used in this case caused or contributed to the patient's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Further, the patient was hospitalized as a result of the symptoms experienced.